Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted and replaced with the same model, but different diopter due to poor visual acuity. There was no incision enlargement and no vitrectomy performed. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/21/2019. Device evaluation: the lens was received inside a specimen cup at the manufacturing site for evaluation. The lens was observed under microscope and it was observed torn by the middle in the optic zone. This condition could be related to the explanted process. The haptics were observed positioned. The complaint could not be verified since it is related to a patient condition. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search in complaints history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.